Event description:
Information was received from a user facility regarding a screw one above one below fixation for th12 vertebral fracture. It was reported that when the screw was attached to the driver and advanced over the guidewire, the guidewire could not be passed. The same check was performed using a different screw and a different driver, with no abnormalities observed, indicating that the issue was specific to this screw. When the defective screw was evaluated alone, the gw could be passed; however, when attached to the driver, the gw could not pass. The issue was identified before insertion into the patient, and a new screw was used instead; therefore, there was no impact on the patient. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.